Event description:
A caller reported that the t:slim x2 pump battery was not charging, as a past event. There was no adverse impact to the customer¿s blood glucose level. The customer confirmed that the pump eventually started charging.